Manufacturer narrative:
The customer reported that a complete performance verification was performed with no issues found. All tests passed and was returned to service.

Manufacturer narrative:
Report date: 16jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has system leaks. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer performed system and high-pressure leak test with no issues found. Reviewed the event log and found no alarms relating to leaks. The rse advised to perform full pvt and address any issues found. Other information is pending.